Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery, when the surgeon squeeze the handles, the clips were loaded into the jaws properly but the clips were malformed or not closed  properly and the bleeding occurred (less than 500cc) when the tubular structure was clipped. Another clip applier was used to resolve the issue in order to complete the case. There was no patient injury.